Event description:
It was reported the patient had the beginning of decubitus/ device pocket erosion. Blood tests were performed and were negative for infection. The event resulted in a revision of the pump. A catheter segment was added to the system and the pump was moved to the "other side". The pump was used to deliver baclofen (unknown). There was no reported patient outcome. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after a pocket revision the patient exhibited underdose symptoms including increased spasticity. This device system delivered baclofen with a concentration of 2000 micrograms per milliliter (mcg/ml) at a dose of 324 mcg/day. Medical intervention included reprogramming and treatment with baclofen per os. The itb dose was increased to 341 mcg/day. At the time of the report, the patient's status was reported as alive-no injury. Initially, it was unknown if the issue was resolved or the cause determined. Reportedly, there were no alleged product issues. As of (B)(6) 2014, the physician reported that the patient was doing well, receiving effective therapy, and was to be discharged from the hospital. The reason for the underdose was not determined. Of note, the implant date was reported as approximate. Should additional information be received a supplemental report will be filed.